Event description:
The account asked to have a technician come and repair the stretcher reported as brakes not working.

Manufacturer narrative:
Per tech, the brakes were holding on one end only. Tech replaced the parts with the upgrade kit and resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.